Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer.

Event description:
It was reported that during surgery, the blade was not cutting properly, rather than harvesting only the top skin layer the dermatome inadvertently penetrated into the subcutaneous fat. There was no patient impact reported. Due diligence is in process; no further information is available.

Event description:
It was reported that during surgery , the blade was not cutting properly, rather than harvesting only the top skin layer the dermatome inadvertently penetrated into the subcutaneous fat. They changed blades and experienced the same issue. There was no patient impact/injury reported. The was no additional unplanned skin graft needed, but the original plan for a split-thickness skin graft was modified to a full-thickness graft during surgery. There was no surgical delay. No other device was used to complete/finish the surgery. The surgical technique for the product was utilized. Due diligence is complete; no further information is available. There was no adverse event associated with this malfunction.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(6). Following sections were updated or corrected: b4, b5, g1, g3, g6, h1, h2, h6, h10, and h11. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no additional information regarding the event.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Following sections were updated or corrected: b4, b5, d2, d4, d9, g1, g3, g6, h1, h2, h3, h4, h6, h10, and h11. Review of the most recent repair record determined the device was not cutting properly; the neckpiece was leaking air, the control bar was loose, and the control bar was not in the correct position. The neckpiece, swivel, lever, ball plunger, and bearings were replaced, and the control bar was adjusted and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.